Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned. Visual evaluation of the provided photos found the inner sterile blister is cracked. Sterility is considered not breached. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The condition of the device when it left zimmer biomet control is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. Upon completion of the investigation of the reported event, it was determined to be not reportable as the sterility was not breached. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plastic that protects the implant was broken. Another component was used for the procedure. This was discovered during a primary surgery. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country : romania. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the product has a broken plastic packaging. This was discovered when the product was opened during surgery. Attempts have been made and all available information has been provided.